Event description:
Reportedly, during the pacemaker implantation, it was impossible to connect the atrial lead : no click heard after screwing it in. The ventricular lead was correctly connected to the pacemaker.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial and ventricular silicone caps were found damaged inducing a hole. - the atrial setscrew cavity was found damaged (rounded) with the presence of a piece of atrial silicone cap inside the cavity. - a correct tightening mark was noticed on the atrial and ventricular setscrew tips. - nevertheless, several damages were observed on the atrial setscrew tip explaining the issue reported in this complaint. - the most likely hypothesis is that too much strength was applied with the screwdriver, especially on the atrial connector, leading to damages on the silicone cap, hexagonal cavity and the setscrew tip, inducing abnormal screwing, associated probably with an incorrect alignment, and finally generating the damages observed. Based on the available information, no issue is suspected on the subject pacemaker. A correction was done in this MFR report number following an error in the MFR report numbers: - the intial MDR was sent through follow-up 1, MFR report number 1000165971-2026-00024, - the correction is done through this MFR report number 1000165971-2026-000172. Through this MFR report number, initial and final MDR are combined including the conclusions of this case.